Manufacturer narrative:
Concomitant medical devices: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving baclofen 2000mcg/ml at 391mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient's medical history included multiple sclerosis, diabetes, coronary disease gerd, and hypertension. While performing a routine pump change it was discovered that the catheter was coiled on top of the pump. After careful dissection, cutting the excess catheter and attaching a new sutureless connector, the remaining catheter was found to be partially tunneled in the subcutaneous tissue and not intrathecal. Per the reporter there were no catheter studies had ever been performed that they were aware of. The entire system was explanted and the patient was being kept overnight for observation in case of baclofen withdrawal. The issue was resolved and the patient status at the time of the report was noted as alive, no injury.